Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that guide wire entrapment occurred, which prolonged the procedure. The target lesion was located in the inferior branch of left pulmonary artery (lpa). After a 7fr guide catheter was engaged during a cardio mems procedure, a 018/260 platinum plus guidewire was inserted; however, it could not advance. The coil wire unwound from the core and the wire would not traverse the catheter in the right ventricular (tip was in the lpa). The wire core came back easily but the platinum core was still visible. The wire never exited the non-boston scientific balloon tipped catheter and all components were removed from the body. The platinum wire came out in a very long strand and the tip was found to be unraveled and frayed. The procedure was prolonged and was completed with a v-18 guidewire. No patient complications were reported.